Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not able to recognize a preadmitted patient and orders does not populate for the nurse to pull medication for administration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that the device has been set to show the preadmissions. Later the issue was resolved by the customer, and it was confirmed that no further investigation was required by the customer. The system functioned as intended after the customer resolved the issue.